Manufacturer narrative:
The reported event of premature battery depletion issue was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device had exhibited 2.75 years of battery a year ago during checkup. When the patient presented on (B)(6) 2020, the device was already found to be in eri. The device was gone into eri on (B)(6). The device was explanted and replaced. The patient did not experience any adverse consequences.